Manufacturer narrative:
Although the subject first complained of pain on 2015-11-04, on 2016-02-01, the subject's pain worsened to a severity that warranted surgical intervention. Method of evaluation: actual device not evaluated. Manufacturing review: review of information as reported to lifecell; review of the device history record for lot sp100078. Results of evaluation: no failure detected. Qa investigation into lot sp100078 resulted in no remarkable findings with no similar complaints reported against the lot and no deviations or nonconformances revealed during processing with impact to product or patient safety; as of 10/20/2016, of the (B)(4) devices released to finished goods for lot sp100078, (B)(4); lot sp100078 met all qc release criteria; the nonincorporation discovered at the time of explant is considered an incidental finding. Patient factors such as radiation therapy can impact graft incorporation. Conclusion code: device not returned; no failure detected, device operated within specification. The nonincorporation discovered at the time of explant is considered an incidental finding. Patient factors such as radiation therapy can impact graft incorporation. Due to the limited information reported, a relationship between the subject's left breast pain approximately 11 months post-operatively and the strattice cannot be determined by lifecell. Qa investigation resulted in no remarkable findings. Lot sp100078 met all qc release criteria. This sae is being reported to both ansm and the FDA due to the investigator's assessment of the event relationship as likely related to the strattice. Device not returned to manufacturer.

Event description:
Subject #20 is a (B)(6) female enrolled in an investigator initiated clinical study ((B)(4)). This is not a lifecell sponsored study. The following event was reported to lifecell on 2016-10-07 by the study site contact: subject #20 underwent breast reconstruction with allergan breast implant and strattice (lot sp100078-418) on (B)(6) 2014. On (B)(6) 2015, the subject began complaining of left breast pain and informed the doctor that she received a letter indicating the closure of the protocol "isis". On 2016-02-01, the subject complained again of "important pains." Strattice and allergan implant were explanted on (B)(6) 2016 by a different surgeon (dr. (B)(6)) at another facility. It was reported that at the time of explant, the strattice was not integrated into the native tissue. The subject recovered without sequelae. The investigator has assessed this event as likely related to strattice, not likely related to the breast implant and possibly related to the procedure. Subject has been treated with tamoxifene for hormonaltherapy from (B)(6) 2014 to present and imrt rapidarc radiotherapy to the left breast from (B)(6) 2015. As the manufacturer, lifecell is reporting this event due to the investigator's assessment that the serious adverse event is likely related to the study device.